Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that post sensed t wave oversensing was noted. The pt received inappropriate hv therapy. Reprogramming and changing the ventricular post sensed threshold were recommended.

Event description:
New information received notes that, while hospitalized for reasons unrelated to his device, the patient received multiple inappropriate hv therapies due to atrial fibrillation with rapid ventricular response. The hv therapy was deactivated while the patient is hospitalized.